Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber stopped working and the laser went into standby mode. The fiber was replaced and the second fiber also stopped working. The procedure was completed with a third fiber and no patient clinical consequences. The fiber was returned and analysis identified the glass cap was detached/separated. This report is for the second fiber.

Manufacturer narrative:
The report is for the same event as manufacturer report: 2124215-2021-39982. Investigation summary: with the available information boston scientific concluded that the reported fiber stopped working was confirmed as analysis identified that the glass cap was detached. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the glass cap detachment. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including glass cap detachment. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis revealed that the glass cap was detached and not returned. The connector cone, segments, and tabs appeared in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. The metal cap exhibited severe debris adhesion on its surface indicative of prolong tissue contact. The fiber was functionally tested with helium neon (hene) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.